Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. The distributor fse arrived at the site to address the reported event. Fse cleaned and aligned the pick-up chuck to resolve the issue. No further issues were noted. No further information was provided. The aia-900, serial number (B)(4), was installed on (B)(6) 2019. A complaint history review and service history review for similar complaints was performed from installation date (B)(6) 2019 through aware date 06feb2020. There were no other similar complaints identified during the searched period. The aia-900 operator's manual, section 12- flags and error messages was reviewed. 4153 c. Tran-z home overrun the a1a-900 operator's manual indicates that the 4153 c. Tran-z home overrun error message is generated when the home sensor s062, which is not supposed to be activated after the cup transfer z - axis moves, was activated. No further operation will take place and an mf flag will be attached to the measurement result. The operator is instructed to contact the service department, check s062, check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event was due to misalignment and debris on the pick -up chuck.

Event description:
The customer reported receiving 4153 c.trans-z home overrun errors on their aia-900 analyzer. A distributor field service engineer (fse) was dispatched to address the reported event, which resulted in a delay in results for estradiol (e2), prolactin (prl), intact parathyroid hormone (ipth), progesterone (prog ii), and alfa-fetoprotein (afp). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Corrected data: updated b2: uncheck incorrect selection: [x] required intervention to prevent permanent impairment/damage (devices).

Event description:
N/a